Event description:
A prodisc-l implanted at l5-s1 will be revised to a pedicle screw fusion. This is one of three reports of the same event.

Manufacturer narrative:
Part number, lot number and expiration date, additional info has been requested. Investigation could not be completed, no conclusion could be drawn as no device was returned and no part number or lot number were provided.